Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the most likely cause for the discordant elevated troponin I result is heterophilic antibody binding. The customer performed serial dilutions to investigate and found a non-linear relationship when analysed on the dimension exl which is an indicator or heterophilic antibody binding. Additionally, prior patient results support the same conclusion. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated troponin I result was obtained a patient sample. The result was reported to the physician who questioned the result. The patient's sample was tested on an alternate methodology and a lower, negative result was obtained. Patient treatment was not altered or prescribed on the basis of the discordant elevated troponin I result. There was no report of adverse health consequences as a result of the discordant elevated troponin I result.